Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device appeared to be undersensing during vf induction testing requiring rescue shock and CPR. Intermittent post-shock pacing noted.